Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant on the same day, it was noted that the right ventricular (rv) lead dislodged. When the pocket was opened, the physician stated that he crimped the atrial lead, with low impedance and variable sensing noted. The rv lead was repositioned, and the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.